Event description:
It was reported by service report that the jack could not be pumped up. The alleged event of the jack drifting could not be confirmed by the technician that evaluated the unit. No pt involvement or adverse consequences were reported.